Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: (B)(6) 2024. Section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned revealing that it was cut but remained in one piece; damage was also observed, consistent with a lens that was explanted. No issues that could cause or contribute to the complaint issue was observed. The complaint issue were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that an intraocular lens was explanted from the patient's eye due to debilitating glare. The lens was explanted without issues, and lens from another manufacturer was used as replacement lens. Additional information suggests it happened as the patient was a non-adapter. The patient was fully recovered. Product is available for return. No further information was provided.